Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported cardiac arrest and death cannot be determined. Additionally, the reported patient effects of cardiac arrest and death are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and flail. A mitraclip xtw (30607r1115) and mitraclip xtw (30607r1112) were implanted without issues. It was noted that the clips were stable on the leaflets. The mr was reduced to grade 1-2. However, post procedure late in the evening, the patient went into cardiac arrest and died. No additional information was provided.